Event description:
After running through the process of purging the handpiece, the machine stated that there was a "bad connection or handpiece". Also, only 4 times dripped saline and never a fifth. By the end of the purge cycle, the aforementioned statement appeared on the machine readout. This handpiece never reached the patient. It was taken off of the sterile field and replacedwith another handpiece which functioned properly.